Event description:
The pt reported he was not receiving effective stimulation therapy from his scs system. Subsequently, he discontinued using his system approximately 2 years ago. The pt may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.